Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn regarding the clinical observation for the time being. Should additional information become available for analysis, the investigation will be continued.

Event description:
Thresholds couldn't be measured, which was detected by home monitoring on (B)(6) 2016. The lead was found to be dislodged. The lead was explanted and replaced but not returned for analysis. There were no adverse patient effects reported.